Manufacturer narrative:
Asahi intecc has determined that the date recorded in block b4 "date of this report" was erroneously reported as the date the report was submitted rather than the date the initial reporter provided the information about the event to the company. Corrective action has been taken to clarify which date should be provided in the report. This supplemental report is intended only to correct the date provided in block b4 to reflect the date the initial reporter provided the information about the event to the company.

Manufacturer narrative:
Manufacturing site: asahi intecc hanoi co., ltd. (B)(4). The guide wire with its separated coil segment was returned for evaluation. The guide wire was found fractured at the proximal solder that was designed to sit on 90 mm from the tip. The separated coil segment was approximately 90 mm long and the ball tip was found on the distal end. Microscopic observation of the fracture site found that the fracture surface of the core wire was uneven inferring repeated bending stress had contributed to the core fracture. The fracture surface of the coil wire showed necking, a characteristic of fracture by tensile stress. Observation by scanning electronic microscope (sem) was performed on the core wire. Multiple circumferential cracks were running adjacent to the fracture surface. This finding suggested that the applied bending stress was locally accumulated on the fracture site. Lot history review revealed no anomaly relating to the reported event and no other similar product experience report was received. Based on the obtained information and investigation outcome of the returned guide wire, it was concluded that bending stress generated with wire manipulation accumulated on the guide wire by the unidentified cause. When the accumulated stress exceeded the product's design limit, the core wire became fractured. The coil wire was likely fractured and separated by tensile stress generated upon wire removal. It was concluded that this event was not attributed to product quality. Instructions for use (IFU) states that: [warnings] observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip. Otherwise, the guide wire may be damaged and/or vessel trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire. [Warnings] never push, auger, withdraw, or press this guide wire with enough force to feel resistance. Pressing or pushing this guide wire against resistance may cause damage and/or tip separation of this guide wire or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the tip of the guide wire. If the prolapse of the guide wire tip is observed, do not allow the tip to remain in a prolapsed position. Otherwise damage to the guide wire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action; and, [malfunction and adverse effects] damage such as separation.

Event description:
It was reported that the procedure was performed to treat an avm. The chikai 008 guide wire was delivered towards the fistula with a non-asahi 1.8 fr. Microcatheter. While the guide wire was advancing the internal carotid artery through the anterior cerebral artery, it was noticed that the wire did not move and broken. The separated distal tip remained stuck in the microcatheter, and thus, was able to be retrieved from the patient by aspiration.